Event description:
The facility reported a colleague infusion pump with a failure code of 703:00. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 703:00 was confirmed and not reproduced during product evaluation. The root cause of this condition was not identified. The user interface/pump head module signal and power harnesses were replaced as a precaution. This is involving failure code 703:00 indicates a possible communication problem between the pump module and the user interface module (uim clock/ phm communications). Information was incorrect in initial medwatch.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.